Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-sep-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 13 mg/day via an implantable pump for spinal pain. It was reported that the patient experienced an increase in pain and a volume discrepancy occurred where they thought the pump over-infused. The date of the event was (B)(6) 2018. The actual residual volume (arv) of dilaudid was 0.8 ml and the expected residual volume (erv) was 10.8 ml. The managing hcp filled the pump with 10 ml of drug because he was not comfortable due to the volume discrepancy they encountered on (B)(6) 2018. It was noted that the patient did not feel like they were getting overdosed, if anything, they felt they had more pain. However, the patient was described as having been more active. The current dose of dilaudid with concentration 10 mg/ml was 11.98 mg/day. The patient was noted as having seen a different hcp during the pump refill performed on (B)(6) 2018 in which they pulled back more than expected (under-infusion). During the pump refill on (B)(6) 2018, they saw a second volume discrepancy and the patient was also experiencing an increase pain. It was noted that arv was 11.5 ml and the hcp agreed the patient was not getting their drug. The hcp performed an x-ray of the catheter and there were some areas where they saw a sharp bend. It was noted that since the hcp at the time was not the patient¿s managing hcp, they had scheduled another follow-up appointment for (B)(6) 2019 where the patient would be seen by their managing hcp and further troubleshooting would be performed (catheter dye study). The patient was noted as receiving saline (status new) with concentration 1 ml/ml at a minimum dose rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the catheter dye study that was planned at the follow-up visit on (B)(6) 2018, it was noted that there were no problems with the study. It was further noted that the patient had magnetic resonance imaging. The cause of the pump having over-infused, volume discrepancy of actual reservoir volume (arv) was 0.8 ml and expected reservoir volume (erv) was 10.8 ml was unknown. The cause of the areas of the catheter having sharp bends, patient not getting their drug, and having pulled back more drug then expected was also unknown. It was indicated that no actions/interventions were taken to resolve the sharp bends, volume discrepancies, and increased pain. The patient¿s weight at the time of the event was unknown. Regarding the current status of the affected device, if the devices were/are explanted as a result of the event, and return of the device to the manufacture, it was noted that this was ¿being done¿.